Event description:
The customer reported, the left monitor went black, printer was not working, and c-arm was noisy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the workstation pcbs, cleaned the printhead, and replaced the friction roller. System operates as intended. (B) (4).